Manufacturer narrative:
Device received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, displacement test or verify unresponsive keypad due to blank display. Device also received with a cracked lcd.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had a blank display and a keypad anomaly. Customer¿s blood glucose was unknown at the time of incident. It was reported that the insulin pump screen was blank and the buttons were unresponsive after insulin pump was dropped. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.